Event description:
"S/p b subgl infra gels (? Size/type/MFR-no records) for augmentation. These have always been hard but fell in 1999 and since has noted a change in the l. It is softer and has changed shape. Has occ burning pain b. Has also had some r sided arthralgias, paresthesias, sleep disturb, hot flashes, sweats, tmjd, visual changes, dry eyes, hair loss, rashes/sens sun/cold (+ raynaud's), hypothyroid, increased cholesterol, wgt gain and gi c/o's. Pt is otherwise healthy."